Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. The serial number (B)(4) belongs to the part 50140442, which is the housing of the article 530.100. The manufacturing documents of this housing were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported, during a surgical procedure on (B)(6) 2013, the power drive would not turn on. Several different batteries were tried but the device still did not function. It was also reported the procedure was completed utilizing a backup device. The event caused an approximate five minute delay in completing the procedure. This report is for a power drive. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #2520274-2013-02817.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.